Event description:
Event description guidant received information that since implant, the cardiac resynchronization device (crt-d) has been displaying right atrial (ra) impedances eleved above 3000 ohms.